Manufacturer narrative:
Technical services reviewed the device memory files. The da error occurred due to a temporary memory corruption. The device recognized a resettable condition on (B)(6) 2014 and was reported at the patient's next follow-up on (B)(6) 2014. This device reset condition was observed a single time, and the other device data appeared normal. This condition occurred independent of the smr8 programmer software upgrade, and the error message would have presented in the same manner with either smr7 or smr8 software. The device is operating as designed and no additional patient follow up is needed for this observation.

Event description:
Boston scientific received information that the programmer was successfully upgraded with the smr8 software. When this subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated with the upgraded programmer, a red screen with a da error was observed. The continue button was pressed and the smr9 software was successfully downloaded onto the device. The session was ended and the device was reinterrogated with no errors or other issues found. No adverse patient effects were reported.